Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak during treatment. The patient reported observing fluid leaking from a small hole in the patient line. The patient removed the cassette and there was no moisture within the cassette compartment. The cause of the leak is unknown. The patient was advised to notify their peritoneal dialysis nurse. Upon follow, the patient¿s peritoneal dialysis nurse stated the patient the patient did not complete the treatment on the night of the event. Per the clinics procedure the patient was given prophylactic antibiotics (type, dose and route are unknown). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Additional information was solicited, but unavailable.